Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 67 year old male patient presenting with cardiomyopathy for impella support. During support, the patient that had endured ventricular tachycardia with a "possible" relationship to the impella device. Intervention was required via cardioversion.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined.